Event description:
Third revision surgery - due to chronic dislocation of the shoulder. The surgeon chose to take everything out and redo the procedure using a size 44 head and a long monoblock stem. Reference first revision (B)(4), date of surgery (B)(6) 2011. Reference second revision (B)(4), date of surgery (B)(6) 2012.